Manufacturer narrative:
Age of time of event: 18yrs or older.

Event description:
It was reported that stent migration occurred. The target lesion was located in the renal vein. After crossing a guide wire into the renal vein down to the ovarian vein, a 16x40/9fr wallstent endoprosthesis stent was advanced to treat the lesion. The stent was 4cm long and the distance between the ovarian vein (ov) and the inferior vena cava (ivc) was approximately 4cm. The stent was successfully deployed with one end near the ostium of the ov and the other end just inside the ivc. However, upon removing the delivery system, the stent migrated back into the ivc. It was unclear if the stent caught up with the delivery system during removal resulting in migration or if the stent jumped back during deployment since the stenosis appeared to be right up against the ov which was at the distal part of the stent. The stent was then partially snared and was pulled back into the femoral vein. A small cutdown was performed to remove the stent from the patient's femoral vein. No further patient complications were reported and the patient was stable.